Event description:
A supplemental report is being submitted due to completion of the investigation on 26-sep-2025.

Manufacturer narrative:
Device evaluation: the evo-fc-10-11-6-b device of lot number c2170027 involved in this complaint open in its original packaging. With the information provided, a physical examination and document-based investigation was conducted. Visual inspection: directional button in deploy position. Red marker on the 13th dimple, at the ponr safety wire partially removed on return. Introducer inspected and no issue observed. Functional inspection: handle actuating fine for deployment and recapture but unable to deploy the stent. Handle opened and the outher sheath separated from the shuttle. All other components intact. The reported failure was observed. Manufacturing records review: prior to distribution all devices are subjected to a visual inspection and functional inspection to ensure device integrity. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c2170027. A review of the manufacturing records did not reveal any discrepancies that could have contributed to this complaint issue. Historical data review: the review of relevant manufacturing records confirms the failure mode has not previously occurred for this work order. Instructions for use and/label review: it should be noted that the instructions for use (ifu0062) states the following: ¿if the package is opened or damaged when received, do not use. Visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use¿. There is no evidence to suggest that the customer did not follow the instructions for use. Image review: an image was not returned for evaluation. Root cause analysis: a definitive root cause could not be determined. A possible root cause could be attributed to difficult patient anatomy / a tight stricture. A high deployment force caused the sheath tube to separate from the shuttle cap, the cause of which might be a tight stricture. Confirmation of complaint: the complaint reported by the user was confirmed based on visual/functional inspection. Corrective action/correction: complaints of this nature will continue to be monitored for similar events.

Manufacturer narrative:
Device evaluation: the evo-fc-10-11-6-b device of lot number c2170027 involved in this complaint was not returned for evaluation. With the information provided, a document-based investigation was conducted. Manufacturing records review: prior to distribution all devices are subjected to a visual inspection and functional inspection to ensure device integrity. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c2170027. A review of the manufacturing records did not reveal any discrepancies that could have contributed to this complaint issue. Historical data review: the review of relevant manufacturing records confirms the failure mode has not previously occurred for this work order. Instructions for use and/label review: it should be noted that the instructions for use (ifu0062) states the following: ¿if the package is opened or damaged when received, do not use. Visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use¿. There is no evidence to suggest that the customer did not follow the instructions for use. Image review an image was not returned for evaluation. Root cause analysis a definitive root cause could not be determined. With the limited information provided, a possible root cause could be attributed to tortuous patient anatomy, which may have resulted in a build-up of pressure causing the device to kink leading to the deployment difficulties reported. Another possible root cause could be attributed to a potential tight stricture which could have caused a build-up of pressure when trying to deploy the stent possibly leading to the sheath tube to separate from the shuttle cap causing the difficulties experienced by the customer when attempting to deploy the stent. However, as the device was not returned for evaluation; the cause of this complaint could not be conclusively determined. Multiple attempts were made to confirm if the device will be returned however the customer could not provide the information. Confirmation of complaint: the complaint is confirmed based on customer and/or rep testimony. Corrective action/correction complaints of this nature will continue to be monitored for similar events. Summary of investigation the evo-fc-10-11-6-b device of lot number c2170027 involved in this complaint was not returned for evaluation. Confirmed quantity of 01 x used device. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. The complaint is confirmed based on customer and/or rep testimony.

Event description:
A supplemental report is being submitted due to completion of the investigation on 27-aug-2025.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
They had the system perfectly positioned and when they decided to start releasing the prosthesis they saw that at first it was releasing but soon the system stopped working. They were then able to remove the evolution system with the prosthesis and place a new one. What was the position of the elevator? N/a, open no open , closed details of the wire guide used (diameter, type, make)? Acrobat 2. Diameter:0,35, did any part of the stent contact the patient's anatomy when the complaint occurred? No did the patient require any additional procedures as a result of this event? N/a, yes, no no were any other defects (other than the complaint issue) observed on the device prior to return (e.g., kink)? N/a,yes, no no (if yes, please specify what was observed and where on the device it was observed.) Was the yellow marker kept in view during deployment? N/a, yes, no are images of the device or procedure available? N/a, yes, no yes was resistance felt during insertion into patient? N/a, yes, no (if yes, at what point?) No.